Event description:
It was reported that this pump was beeping indicating it was empty. However, the physician expected the pump to be full until may. It was not known what drug this system delivered and no further information was provided. It was later reported that the issue was resolved with no further details provided.

Manufacturer narrative:
(B)(4).